Manufacturer narrative:
Philips has investigated this complaint. The issue was identified during daily morning boot up and systems did not power on. The philips field service engineer (fse) inspected the system onsite and confirmed host pc was functional but the lateral ippc was not starting. Review of log file confirmed that the lateral image processing pc (ippc) was malfunctioning. Ippc is a image processing pc which generates image data for all monitors and connected workstations and it failed. The philips engineer replaced the ippc. After the replacement of the ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not fully power on. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.